Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. Scheduled follow-up was performed on (B)(6) 2010. Embedded software upgrade process was confirmed (actually, first upgrade failed), followed by a reset warning message (the ICD was in nominal mode at this time). The warning message disappeared upon next interrogation. Upon a follow-up on (B)(6) 2010, normal operation of the ICD was confirmed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.